Event description:
An error message issue was reported with the Abbott Diabetes Care (ADC) device. The customer encounters a "signal loss" error message with (ADC) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced shaking, loss of consciousness, "falls", and was unable to self-treat. The customer had contact with a non-healthcare professional who provided food and baqsimi glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.